Event description:
It was reported that when using the pyxis medstation es system, there was a drawer failure. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a missing magnet insep. The field service engineer replaced the magnet insep latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.